Event description:
It was reported that the patient presented for implant procedure. During the procedure, the inner conductor of the left ventricular (lv) lead came off upon removal of the stylet. The lv lead was not used and replaced during the procedure. The patient was stable.